Event description:
It was reported that during remote follow-up, noise on the atrial and ventricular channel was observed via stored egm. Electrical measurements were stable and within normal ranges. Noise was not reproducible. No change has been made and the leads will be monitored. The patient was stable.

Event description:
New information noted that the atrial and right ventricular leads were capped and replaced on (B)(6) 2017. The patient was stable during and after the procedure.